Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit experienced the auto suction not working. There was no air insufflation. The event occurred during preparation for use for the intended diagnostic procedure. The procedure was completed using a similar device. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device has been received and pending evaluation. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.